Event description:
It was reported that patient was experiencing discomfort at the device site and migration. There was a question on the device longevity and possible premature battery depletion. The physician elected to replace the device at this time with a few months of battery life remaining. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. Analysis revealed that the actual longevity is less than 80% of 99.9% longevity limit. The device lasted 68% of its projected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. Also performance data was collected from the device and revealed that the device's battery voltage was pre/approaching eri (elective replacement indicator). It was also noted that the weekly battery voltage trend data in the save to disk file (B)(4) shows min battery equal to 3.03 to 2.948 volts between (B)(6) 2011 and (B)(6) 2012, which is before device rrt (recommended replacement time) of less than or equal to 2.6251 volt.